Event description:
After prepping the groin area for surgery using duraprep and blotting with a paper towel, an incision was made. A bovie was used per routine, and the ratex gauze that was being utilized started to flame, caused a small 1-2 degree burn on pt [pt's] groin area.